Event description:
Adverse event(s): no pt involvement (no pt involvement). Product problem(s): system message displayed during set-up (device displays error message). The nurse reported a system message displayed during set-up. The sys was rebooted, but the sys message did not clear. The sys was switched out to complete the cases for the day. There was no pt involvement.

Manufacturer narrative:
The company service rep examined the sys and found the solenoid valve sticking. The solenoid valve was cleaned. The sys was then tested and met all product specs. A review of complaints for the last 24 months did not indicate any add'l complaints associated with this sys. (B) (4). (B) (4). (B) (4).